Manufacturer narrative:
Excerpts from email summary of discussion between (B)(4) and the operating surgeon as follow up to the complaint. (B)(4) reported that he had just finished a 45 minute discussion with surgeon dr (B)(6). The case involved a (B)(6) year old football player that got hit by three linebackers, fracturing his right femur. This was the surgeon's first experience with the pedinail. He thinks he may have gone too lateral and perhaps sunk the nail further than he needed. With those two factors, he wondered if it made it more likely that the drill for the interlocking proximal screw hole skived, therefore putting stress on it that led to the fracture. He was able to get the drill out. The surgeon reports that the patient is doing well. Analysis of returned part: photo confirms the leading edge of drill point flutes appear rolled on edge which may indicate metal-on-metal contact (i.e contact with edge of hole in im nail). Part appears to have broken approximately 4mm before the end of the run out of the fluting and not at the notch area. ((B)(4)).

Event description:
Broke drill during surgery at distal end approximately 4mm from where drill flutes meet shank of drill. Drill broke during use. Increased surgical time by 30 minutes. Required an incision from skin to bone expanded from percutaneous to 2 inches to retrieve tip of drill from proximal femur.